Event description:
The customer reported that they have segmented images very intermittent.

Manufacturer narrative:
Patient gender information was not provided. This code means product code. Patient code: non known impact or consequence to patient ¿ unlabeled. Device code: image display error ¿ unlabeled. The issue was unable to duplicate problem. Therefore, the root cause was not clarified. (B)(4).